Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021 at 8:00 am. The reporter claimed the patient obtained blood glucose readings of ¿170 mg/dl¿ with the subject meter and ¿130 mg/dl¿ on the laboratory device, performed within 10 minutes of each other. The patient manages their diabetes with insulin on a self-adjusting dose (lispro 5 units). The reporter claimed that on (B)(6) 2021 at 9:00 am, the patient administered an additional 2 units of insulin as a result of the alleged inaccuracy issue. The reporter claimed that 5 minutes after the additional insulin was administered, the patient developed symptoms of ¿weakness, dizziness and blurred vision.¿ there was no report of medical intervention/treatment received due to the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering additional insulin based on an alleged inaccurate high result obtained with the subject meter.